Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, dizziness, genital bleeding, weakness, urinary frequency, distended abdomen, heavy periods, shortening of menstrual cycle, sexually transmitted disease, arrhythmia, endometrial polyp and uterine bleeding. Concomitant products included benzonatate from (B)(6) 2018 to (B)(6) 2018, cyclobenzaprine from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 and salbutamol sulfate (proair hfa) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse) and fatigue ("fatigue"), 12 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal) and menorrhagia ("abnormal bleeding (menorrhagia). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other"), urinary tract disorder ("bladder/urinary problems: other"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge") and urinary tract infection ("uti"). The patient was treated with surgery (laproscopic salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia, fatigue, cystitis, vaginal infection, vaginal discharge and urinary tract infection outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: the proximal end of the inner coil is within the tube, in appropriate position. Both tubes are occluded at the cornua. Received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: vag. Discharge, bladder infection, vag. Infection, uti were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') and genital haemorrhage ('general abnormal bleeding') in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, dizziness, genital bleeding, weakness, urinary frequency, distended abdomen, heavy periods, shortening of menstrual cycle, sexually transmitted disease, arrhythmia, endometrial polyp and uterine bleeding. Concomitant products included benzonatate from (B)(6) 2018, cyclobenzaprine from (B)(6) 2018, ibuprofen from (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 and salbutamol sulfate (proair hfa) from (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 12 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: other") and urinary tract disorder ("bladder/urinary problems: other"). The patient was treated with surgery ("laparoscopic" salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of the inner coil is within the tube, in appropriate position. Both tubes are occluded at the cornua. Received treatment for pain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter added. Event : abdominal pain, general abnormal bleeding ,bladder/urinary problems were added. Outcome of the event pelvic pain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 29-year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, dizziness, genital bleeding, weakness, urinary frequency, distended abdomen, heavy periods, shortening of menstrual cycle, sexually transmitted disease, arrhythmia, endometrial polyp and uterine bleeding. Concomitant products included benzonatate from (B)(6) 2018 to (B)(6) 2018, cyclobenzaprine from (B)(6) 2018 to (B)(6) 2018, ibuprofen from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2012 and salbutamol sulfate (proair hfa) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 12 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopic salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of the inner coil is within the tube, in appropriate position. Both tubes are occluded at the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jun-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) year-old female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic discomfort, dizziness, genital bleeding, weakness, urinary frequency, distended abdomen, heavy periods, shortening of menstrual cycle, sexually transmitted disease, arrhythmia, endometrial polyp and uterine bleeding. Concomitant products included benzonatate from (B)(6) 2018, cyclobenzaprine from (B)(6) 2018, ibuprofen from (B)(6) 2018, medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 and salbutamol sulfate (proair hfa) from (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 12 days after insertion of essure. On (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dyspareunia, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the proximal end of the inner coil is within the tube, in appropriate position. Both tubes are occluded at the cornua. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, dyspareunia, vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 04-jun-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), fatigue. Outcome of event pelvic pain was updated. Reporter information, medical history, concomitant drug, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.